Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
While servicing the ventilator for an alarm annunciation failure, the field service engineer (fse) identified a faulty alarm indicator light. There was no patient involvement. Alarm test and visual inspection verified that the alarm indicator light was not working. The fse replaced the overlay and then verified device operation.